Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14e23047, h14d13017, and h14c16038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the patient are the same; therefore, they were provided. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that an automated peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. On the same day as onset of the abdominal pain, the pt was hospitalized for the peritonitis. On an unreported date, the pt received unknown treatment for the peritonitis. At the time of this report, the pt remained hospitalized , the peritonitis was ongoing, and the pt¿s condition was improved. Pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.